Event description:
It was reported that the c-arm on the 9800 system would not boot intermittently, but the workstation will boot-up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the backplane of the c-arm but could not duplicate the problem.